Event description:
It was reported that during a pta treatment procedure to dilate a calcified, high grade stenosis in a pre existing dialysis graft, removal difficulties were encountered. Using a 6fr arrow sheath the physician advanced an 8 x 4 ultra-thin sds balloon catheter to the target lesion and inflated the balloon one time to 18-19 atm (rated burst pressure-12 atm). The physician then attempted to remove the balloon catheter through the sheath and removal difficulties were experienced. When the balloon catheter was successfully withdrawn, the balloon appeared misshapen and could not be reintroduced. A second 8 x 4 ut-sds was advanced through the same sheath, and inflated once to 18-19 atm. During removal of the balloon catheter, the physician again experienced difficulties and can feel the catheter stretching as he continued to pull on it. At this time, the tip of the balloon catheter broke and became lodged in the sheath. The balloon catheter and sheath were removed together. A 6 fr pinnacle sheath was then inserted and a third ut-sds balloon catheter was used to successfully complete the procedure. The patient was reported as 'fine' following the procedure; no injury or complications were reported.